Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 9274698 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the syringe is designed to flush the IV lines by pushing down the plunger rod-rubber stopper; the plunger rod shouldn¿t be pulled up. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that blood leaked "everywhere" past the bd posiflush¿ normal saline syringe plunger during use while flushing the catheter. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: " 12/24/2019 fistula- syringes with blood leak. Same cube. Same lot number 9260372. With first pull back on the syringe. One catheter, on fistula. 12/24/2019 catheter- another syringe with same lot number lot number would not infuse past 4ml. Going to rinse back and attached syringe to infuse. Locked at 4 ml. Able to pull back and try to reinfuse but still stopped at 4 ml. Unable to even infuse into the red bucket. 1/3/2020 syringe pulled air when pulling back from catheter line. Lot number 9274698, hooked up a second syringe and pulled back and blood leaked when pulling back. Same lot number 1/4/2020 flushing a catheter, blood leaked everywhere from inside syringe. Lot 9274698." "Where on the syringe did the leak occur? The plunger".